Event description:
Female consumer via e-mail stated that the oral-b toothbrush head did not stay securely attached to the oral-b hand piece and sometimes fell off mid-brushing. The oscillating function also did not seem to be transferred properly to the oral-b toothbrush head. No injury was reported.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.